Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A device history record review was completed and documented that device met all specifications upon distribution. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during use in a patient, in neural resuscitation after suffering an aneurism of the anterior communicating artery, the manifold of the volumeview system was found broken. The patient was sedated so the mobilization of the set-up was reduced. Performing the bolus of the transpulmonary thermodilution (tptd) used 3 bolus syringes instead of a fluid bag being connected to a 3 way stopcock. There was no patient injury related to the manifold breakage.

Manufacturer narrative:
Received one manifold for evaluation. The reported event of manifold broken was confirmed. The luer connection for central venous catheter of volume view manifold had been completely broken off. Broken mating luer remained inserted to the blue stand-alone stopcock female connection. Cross surface of broken part was rough and uneven. Locknut was not returned. No other visible damage was observed from returned unit. Further investigation for manufacturing related issues has been assigned. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use a catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using s catheter to obtain patient data information, and the occurrence of complications is well described in the literature. Due to the positive pressure the heart and the ventilator places on the lines, blood will be pushed out into the system if a break were to occur. Therefore, a natural flow of gas into the patient body is possible, but unlikely. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.